Event description:
Customer reports strip label expiration date is 10/31/2008 while using compact test strips. Batch record verification shows expiration date is 02/29/2008. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.